Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet pump to charge and then had difficulty reconnecting the infusion set, during which blood glucose rose to 237 mg/dl and remained above range for approximately 2 hours; the device issued a high glucose alert, and the issue was resolved by reconnecting to the pump with troubleshooting and education provided. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included device-use troubleshooting and user education focused on infusion set reconnection and continued therapy without reverting to alternative therapy. Investigation of this case revealed user difficulty reconnecting the infusion set after device charging, with the device functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to infusion set reconnection.